Event description:
Mesh was explanted due to infection. Pockets of fluid were found around the mesh.

Manufacturer narrative:
There has been no product returned for evaluation. Therefore, no conclusion can be drawn.